Event description:
Updated summary: there was no loss of communication encountered. The customer was using a new transmitter, which would not register to the pump. Customer attempted to re-register the mobile application, as it was initially connected to the pump. To test whether the pump was the issue, customer disconnected the application and tried reconnecting, but it still did not work, the issue was determined to be with the pump.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and the mobile application. The customer also reported that the transmitter was unable to connect to the pump, despite multiple attempts and ensuring the transmitter was fully charged. Additionally, the customer attempted to connect the blood glucose meter to the pump, but was unsuccessful even after deleting and attempting to re-pair the device. The customer reported no adverse events and confirmed that insulin delivery (basal rates) was functioning as expected. The events involved product(s) mmt-6101 and mmt-1884. Troubleshooting was performed for pairing failed issue and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. The troubleshooting was also performed for general documentation and pump programming for connection issues, including pump-to-transmitter, pump-to-meter, but the issues could not be resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884. Product return is not applicable for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.